Event description:
Customer reported the alarm has no power. The batteries have been replaced with a new supply. The date when the issue was discovered is unknown. No visible damage to the outside of the alarm reported. No patient incident or injury was reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned product did not confirm the reported issue. Evaluation revealed that the unit powers up, but powered off when set to voice and tone or voice only modes and weight is off the pad. The record feature does not allow the message to be recorded. The unit battery springs are bent. The bracket is broken and missing the pull tab. Manufacturer references file number 2013-07726.